Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00516.

Event description:
The user facility reported that the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery, however the assembly could not be inserted from the puncture site due to resistance. Another angio-seal device was then used to achieve hemostasis and hemostasis was successfully achieved. There was no health damage to the patient. Estimated blood loss was less than 250cc's. The procedure before deploying the device was a percutaneous coronary intervention (pci). The puncture site was distal to the inguinal ligament of the right common femoral artery. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The vessel diameter was 7 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this reported event has been deemed not reportable based off the investigation of the actual sample. The device involved in this complaint has been verified to be the normal product; therefore, is not a reportable event.